Manufacturer narrative:
(B)(4). The device was returned and evaluated. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. All tests were performed successfully. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:50:15. During night drain cycle five, the patient's ultrafiltration reading was 1381ml, indicating the home patient drained 1381ml more than their maximum programmed fill volume of 2000ml. No additional information is available.